Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The day after the event onset, the patient started treatment with intraperitoneal cefepime (night bag; dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was still receiving cefepime and the patient's recovery status was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.